Event description:
It was reported that during a vascular stent deployment in an av fistula, distal to the venous anastomosis, the vascular stent could only be partially deployed. After several unsuccessful attempts to deploy the vascular stent, the stent and delivery system were exchanged over the wire for a new vascular stent that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No sample has been returned and no image has been provided for the purpose of evaluation. The alleged failure could not be re produced and the complaint will be closed with inconclusive result. Potential factors that could have led to the alleged deployment failure have been evaluated. A not performed balloon pre dilation may have been a contributing factor to the event reported. However, based on the information available, a definite root cause for the event reported could not be identified. The IFU states: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit', and 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.' Based on the IFU, the bard lifestar vascular stent system is indicated for the treatment of iliac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries.